Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker system exhibited a possible myopotential noise oversensing on the right atrial (ra) channel. As a result, inappropriate atrial tachy response (atr) episodes were stored. Technical services (ts) reviewed the data, and it was determined that the oversensing occurred due to the unipolar settings. However, the physician did not adjust the ra lead settings due to low pacing percentage from this lead. The patient remained under monitoring. No adverse patient effects were reported. This pacemaker remains in service.